Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the severely tortuous and severely calcified left circumflex artery (lcx). A 2.00mm x 15mm maverick balloon catheter was advanced for dilatation. However, during fifth inflation at 12 atmospheres, the balloon burst. The device was removed from the patient's body and the procedure was completed with another of the same device. There were no patient complications reported, and the patient condition was good post-procedure.

Manufacturer narrative:
Device evaluated by MFR.: an fg maverick 2 mr, 2.00mm x 15mm, was returned for analysis. A visual, tactile, and microscopic examination of the shaft polymer extrusion profile identified no issues. Visual and tactile examination of the hypotube shaft profile identified no kinks or damages. Detailed microscopic examination of the balloon material identified no tears. There were traces of blood inside the balloon. A microscopic examination of the tip section found no damage. A microscopic examination of the proximal and distal markerband found no damage. During an attempt to inflate the balloon, a pinhole leak was identified in the balloon material. The pinhole was located over the distal edge of the distal markerband.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the severely tortuous and severely calcified left circumflex artery (lcx). A 2.00mm x 15mm maverick balloon catheter was advanced for dilatation. However, during fifth inflation at 12 atmospheres, the balloon burst. The device was removed from the patient's body and the procedure was completed with another of the same device. There were no patient complications reported, and the patient condition was good post-procedure.